Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. If additional information is received a follow up report will be submitted.

Event description:
It was reported the handle detached from the shaft of the awl intraoperatively. During a posterior lumbar interbody fusion (plif) procedure, after use of a toffee hammer on the instrument, the welding between the handle and the shaft gave way and detached. This caused the handle to be unscrewed from the shaft. Per the reporter, there was no delay in the operation but it is an annoyance to the surgeon when removing the instrument. No additional patient information has been provided. This issue occurred on the same day in two operations for this surgeon.